Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast augmentation with mentor memorygel, 500cc breast implant has experienced bilateral silent rupture postoperatively. The matter was diagnosed through physical examination. As a result, patient underwent bilateral replacements with allergan prosthesis on (B)(6) 2022. This report relates to the left prosthesis. Note: the event indicated right side had issue with rupture, but mentor received two deflated implants with the same lot number, therefore both implants underwent analysis. The awareness date for reporting the second device based on analysis findings is on (B)(6) 2022.